Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a history of right bundle branch block (rbbb) and calcification extending from the mitral annulus to the left ventricular outflow tract (lvot), a pre-implant balloon aortic valvuloplasty (bav) was performed using a 16 millimeter (mm) non-medtronic balloon. During the deployment of the valve, complete heart block (chb) was observed. Subsequently, the implant depth was set to 0 mm on the non-coronary cusp (ncc) and the valve was fully deployed. Following the implant of the valve, the patient left the operating with the chb still present; however, the patient's hemodynamics were stable.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date n/a: the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.